Event description:
It was reported that the iab was inserted via the pt's right femoral artery. During iab use, the pump experienced "upper and balloon pressure" alarms. As a result, the iab was removed. The pt expired later the same day of causes unrelated to this incident.